Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic colectomy, the surgeon clamped the tissue and pushed the green button, however could not fire the device. There was tissue damage and additional tissue resection was required. Replaced by new reload, however the same event occurred. A new device was used to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic colectomy, the surgeon clamped the tissue and pushed the green button, however could not fire the device. There was tissue damage and additional tissue resection was required. The sales rep meant the additional resections were 2 firings by the replaced cartridges. Sales rep re-started firings the device on the planed staple line. The each length of the resection was 60mm. Replaced by new reload, however the same event occurred. A new device was used to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic colectomy, the surgeon clamped the tissue and pushed the green button ,however could not fire the device. There was tissue damage and additional tissue resection was required. The sales rep meant the additional resections were 2 firings by the replaced cartridges. Sales rep re-started firings the device on the planed staple line. The each length of the resection was 60mm. Replaced by new reload, however the same event occurred. A new device was used to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.